Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used in an unspecified procedure on an unknown date. During unpacking, the device was found broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used in an unspecified procedure on an unknown date. During unpacking, the device was found broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Correction to block g2: report source: foreign was removed. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the reported event was not confirmed. Based on all gathered information, the device met all manufacturing specifications required and passed all the controls and inspections. No abnormalities were reported during the assembly process. The bladder coil was detached. The suture was returned loaded and cut, indicating that it was tried to be removed, and stent was used. Based on the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Therefore, for that reason, adverse event related to procedure was selected for this reported event. The reported event of stent shaft break was not confirmed as a breakage was not detected during the analysis and the device was found with the coil detached and not the shaft. Therefore, no problem detected was selected. Based on all compiled information, the most probable cause for the event is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.